Event description:
Bovie smoke evacuator was plugged into bovie machine to be used during the case but when the surgeon went to use bovie it did not emit electricity. Bovie was replaced with a new one and new bovie worked.